Event description:
The affiliate reported the customer alleged a non-reproducible, elevated troponin I (accutni) result, within the risk stratification, for one patient, involving access 2 immunoassay system. Subsequent testing of the patient sample produced lower results within the risk stratification and within the normal reference interval. The elevated result was not released out of the laboratory as it was questioned. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
There is no indication service was dispatched for this event.